Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was given jell packages to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer's sensor life had expired after 7 days and they believe not having the sensor on led to the low. The customer is also inactive during the week and works out hard on the weekends. Customer was unable to get out of their car and hit the back of their garage due to the low. The insulin pump will not be returned for analysis.